Event description:
In 2006, a patient fell while being transferred in a viking l patient lift. The facility reports that the sling became unhooked and the resident fell to the floor. The resident was not seriously hurt, just some bruising was noted.

Manufacturer narrative:
On september 15, 2006, a liko distributor was allowed to view and inspect the lift and sling involved in the reported incident. Both were found to be in good condition. The incident could only be recreated when the sling was incorrectly applied, allowing it to hang from the safety latch instead of securely on the sling bar per manufacturer's instructions. Retraining on the proper use of liko equipment will be offered to facility staff by the distributor.